Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, inflammation, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "breast is very hard consistency, deformed, and painful to the touch", inflammation and necrosis. The color of the device was observed to be changed during surgery. The device has been explanted.